Event description:
It was reported that the unit is backing up during docking and flooding the room. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The field service technician was not able to confirm the reported event. No problem was found with the rover. The unit was returned to service.

Event description:
It was reported that the unit is backing up during docking and flooding the room. There was no patient involvement and no adverse consequences associated with this event.